Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The user stated that she has no audio perception with the device anymore. The user reportedly suffered a trauma. The user was reimplanted on the (B)(6) 2022. Reinsertion attempts were unsuccessful therefore the clinic decided to implanted a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The user stated that she has no audio perception with the device anymore. The user reportedly suffered a trauma. The user was reimplanted on the (B)(6) 2022. Reinsertion attempts were unsuccessful therefore the clinic decided to implanted a new device.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a post-operative migration of the electrode array out of cochlea. However the re-insertion was not successful and therefore the device was explanted and the recipient was re-implanted with a new device. Reportedly the recipient suffered from a trauma, which might have contributed to the observed migration. The explanted device has not been received for investigation yet.

Event description:
The user stated that she suddenly no longer had benefit from the device. Prior to that testing revealed less hearing perception at higher frequencies. The user was re-implanted on the (B)(6) 2022. Reinsertion attempts were unsuccessful, therefore it was decided to implant a new device. A full insertion of the electrode array of the new device was achieved.

Event description:
The user stated that she suddenly no longer had benefit from the device. Prior to that testing revealed less hearing perception at higher frequencies. The user reportedly suffered a trauma. The user was re-implanted on the (B)(6) 2022. Reinsertion attempts were unsuccessful, therefore it was decided to implant a new device. A full insertion of the electrode array of the new device was achieved.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient underwent a revision surgery due to a post-operative migration of the electrode array out of cochlea. However the re-insertion was not successful and therefore the device was explanted and the recipient was re-implanted with a new device. Reportedly the recipient suffered from a trauma, which might have contributed to the observed migration. This is a final report.